Event description:
It was reported that the patient was diagnosed with pericarditis. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2011; dtbb1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.